Event description:
As reported by the equinoxe shoulder study, approximately 1 year(s), 0 month(s), and unk day(s) post-operative of a left implanted tsa, the patient presented with scapular fracture. Patient experienced a gradual onset of pain without moi. X-rays demonstrated scapular fracture, posterior to glenoid. The patient was directed to heal with relative rest and returned for annual follow up with healed fracture demonstrated on x-rays, patient is feeling well, no further action taken. The outcome of this event is considered resolved. The clinical report indicates that the event is definitely not related to the device(s) and definitely related to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
(D10) concomitant device(s): 300-30-06 - equinoxe preserve stem 6mm: (B)(6). 320-46-00 - 145-deg pe 46mm hum liner +0: (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6). 320-10-46 - glenosphere 46x21mm inset: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34m: (B)(6). 531-55-88 - ergo gps 3.2mm drill kit sterile: (B)(6). A10012 - gps implant kit v2: 07013321140.